Event description:
Same case as manufacturer's #: 6000130-2004-00156. It was reported that during a coronary drug eluting stenting treatment procedure, tracking difficulties were encountered. The physician was attempting to advance the taxus expess2 8.8% 3.00 x 16 mm drug eluting stent over a luge guide wire but was unable to do so. The procedure was completed with another of the same device. No pt injuries or complications were reported.